Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a leak coming from the back of the alinity c processing module and believes the leak may have damaged the software. The customer took the back covers off and reached in and touched the area on top of the cooling module and believes they might have felt a shock. There is a small fan located in the upper rear part. There were no exposed wires or electrical cables. The customer noticed numbness up their finger which quickly resolved without any intervention. The customer was wearing protective gear (gloves) and was not harmed from the incident. The customer was wearing protective gear (gloves) and was not harmed from the incident. There was no reported impact to patient management.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and observed no exposed wires, standing water, or leaking from the module. Return testing was not completed as returns were not available. The instrument service history review for (B)(6) revealed no additional service tickets associated with leaking or shock. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the alinity c processing module did not identify any trends. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity c processing module for serial (B)(6) was identified.

Event description:
The customer observed a leak coming from the back of the alinity c processing module and believes the leak may have damaged the software. The customer took the back covers off and reached in and touched the area on top of the cooling module and believes they might have felt a shock. There is a small fan located in the upper rear part. There were no exposed wires or electrical cables. The customer noticed numbness up their finger which quickly resolved without any intervention. The customer was wearing protective gear (gloves) and was not harmed from the incident. The customer was wearing protective gear (gloves) and was not harmed from the incident. There was no reported impact to patient management.